Manufacturer narrative:
E1) establishment name: (B)(6) hospital (B)(6) medical center. The device was returned to olympus and the customer's allegation was confirmed. Other evaluation findings include the following: a chipped rubber bond, a peeled operation unit connection index, an operating part liquid leakage, an upward/downward plate leak, and a peeled grip cover paint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although evaluation confirmed the receiving side of the tube mounting part was detached, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the t-tube attachment part of the oes cystonephrofiberscope was disconnected. This was found while the device was being cleaned. There was no delay to the intended procedure, and no report of patient harm.